Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. Additional contact information (B)(6).

Event description:
An incident involving a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in reported that the clave fell off during infusion. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
Product received date - 1/14/2026. Investigation summary: received one (1) used. List #142730490, plum 150 ml burette set for evaluation. As received the secondary port clave was separated and broken off from the port on the lid of the burette. Stress marks and a rigid break were observed on the clave and on the port. The complaint of broken clave can be confirmed. The probable cause is due to an unintentional bending force during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.